Manufacturer narrative:
A review of tickets was performed for lot number 28306un19 and no trends were identified. To further investigate the customer's issue, the historical performance of reagent lot 28306un19 was evaluated using world wide data. The patient median data and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that the patient median result and cal f rlu for lot 28306un19 are within the established limits. Therefore, no unusual reagent lot performance was identified for 28306un19. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot 28306un19 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for 1 sample. The following data was provided (reference range: 0.04 to 0.29 ng/ml): (B)(6) initial result = 0.33 ng/ml (positive), repeat = 0.02 ng/ml (negative). No impact to patient management was reported.